Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide lens chipped, light guide lens glue worn out, objective lens glue worn out, bending section rubber glue discolored, control body and side cover stain, light guide tube had minor delamination, scope connector had water ingression, biopsy channel leaking, air/water volume not to specification, and water removal not to specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during maintenance of the evis lucera elite colonovideoscope, leaking was observed, and foreign debris was found protruding from the air/water nozzle. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported event. A foreign black and white rubber like material was found to be protruding from the air/water (a/w) nozzle. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this device issue. However, the following were identified as potential causes: a) the brush was broken when brushing the a/w valve, and bristles brush entered the a/w channel. B) fragments of injection tube or silicone rubber products entered channel. The occurrence of this problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Reprocessing manual: function and inspection of the accessories for reprocessing: channel cleaning brush (bw-20t): inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t): check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories: brush the channels: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use.¿ olympus will continue to monitor field performance for this device.